Event description:
On (B)(6) I began showing covid symptoms and received a lumiradx sars-cov-2 ag test. The results were reported as negative for covid. Given that I was exhibiting symptoms I decided to follow up with a pcr test 24 hours later which found me to be positive for covid. FDA safety report ID# (B)(4).